Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device fired once and the trigger seemed stuck when trying to exchange the reload. A new reload was placed in the device and 2nd firing completed. Only half the staples were released. It is unknown how the procedure was completed or if there was any patient consequence.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. Additional information was requested and the following was obtained: on the 2nd firing, was the device fired completely and delivered a partial staple line with a complete cut line or did the device only partially fire (staple line and cut line were equal in length)? Partial cut with only a few staples well behind the cut line. How was the procedure completed? New device. Was there any patient consequence? No. What color cartridge was being used? Unknown. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Unknown. The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/5 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. No cutting issues was noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.